Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: patient without any relevant personal history. Previously administered products included for menorrhagia: iron and amchafibrin. Concurrent conditions included menorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), swelling ("swelling"), allergy to metals ("allergic reaction / allergic contact sensitization to nickel sulphate"), back pain ("low back pain"), arthralgia ("pain in joints"), insomnia ("insomnia"), anxiety ("anxiety"), alopecia ("hair loss"), anaemia ("anemia"), pruritus ("itching all over the body"), fatigue ("general tiredness"), adverse event ("side effects nos"), abdominal discomfort ("abdominal discomfort"), pelvic discomfort ("pelvic discomfort"), metrorrhagia ("metrorrhagia"), abdominal pain ("abdominal pain"), emotional distress ("immense emotional suffering") and injury ("damages caused by essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, swelling, allergy to metals, back pain, arthralgia, weight increased, insomnia, anxiety, alopecia, anaemia, pruritus, fatigue, adverse event, abdominal discomfort, pelvic discomfort, metrorrhagia, abdominal pain, emotional distress and injury outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adverse event, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, emotional distress, fatigue, genital haemorrhage, injury, insomnia, metrorrhagia, pelvic discomfort, pelvic pain, pruritus, swelling and weight increased to be related to essure. The reporter commented: gynecology history (B)(6) 2018: due to symptomatology of continuous pelvic pain since the insertion and since it cannot be confirmed it is due to another reason, laparoscopic bilateral salpingectomy was proposed for essure removal. Patient¿s daily activities have been completely affected due to the damages caused by essure, which inevitably involved immense emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: epicutaneous tests with standard european series with readings at 48 and 96 hours: positive with nickel sulphate. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('structures (measuring 3-3.5 mm) could be related to essure device remains') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "structures (measuring 3-3.5 mm) could be related to essure device remains" on (B)(6) 2019. The patient's medical history included headache (with paraesthesia, does not improve with nsaids.) On (B)(6) 2018, submandibular lymphadenopathy (does not improve with nsaids.) On (B)(6) 2018, vaginal candidiasis on (B)(6) 2017, liver inflammation on (B)(6) 2017, bronchitis on (B)(6) 2017, throat pain on (B)(6) 2017, fever on (B)(6) 2017, foot pain (left, normal check) on (B)(6) 2017, ureterohydronephrosis (partial obstructive) in 2013, urolithiasis (right pelvic ureteral lithotripsy) in 2013, leiomyoma nos in 2011, subclinical hypothyroidism in 2011, renal colic, parity 2 (with two eutocic births), multi gravida (four, with two abortions) and backache (has had problems since she was younger). Previously administered products included for menorrhagia: coslan. Concurrent conditions included menorrhagia (menstrual alterations since first post partum, dark bleeding 3-4 days before period, sometimes premenstrual spotting) since 2013 and thalassemia since 2011. Concomitant products included budesonide;formoterol fumarate (symbicort) since (B)(6) 2017 for bronchitis, amoxicillin trihydrate;clavulanate potassium (amoxicillin clavulanic acid) since (B)(6) 2017 for bronchitis, throat pain and fever, ibuprofen since (B)(6) 2018 for headache, iron and tranexamic acid (amchafibrin) for menorrhagia and metrorrhagia, levothyroxine sodium (euthyrox) for subclinical hypothyroidism and clotrimazole since (B)(6) 2017 for vaginal candidiasis. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pruritus ("itching all over the body including otic"). On (B)(6) 2018, the patient experienced presyncope ("main diagnosis: neurally-mediated presyncope"), 3 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced dermatitis contact ("allergic reaction / allergic contact sensitization to nickel sulphate/ eczema-type lesions"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced bronchial hyperreactivity ("main diagnosis: probable cough hypersensitivity syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), arthralgia ("pain in joints, ankle pain"), insomnia ("insomnia"), anxiety ("anxiety"), alopecia ("hair loss"), anaemia ("anemia"), fatigue ("general tiredness"), abdominal discomfort ("abdominal discomfort"), pelvic discomfort ("pelvic discomfort"), intermenstrual bleeding ("metrorrhagia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding more severe than before"), swelling ("swelling") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with antihistamines and surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, alopecia and fatigue was resolving, the device breakage, dermatitis contact, presyncope, back pain, weight increased, anxiety, anaemia, abdominal discomfort, pelvic discomfort, intermenstrual bleeding, abdominal pain, heavy menstrual bleeding, swelling and bronchial hyperreactivity outcome was unknown and the insomnia and pruritus had not resolved. The reporter considered abdominal discomfort, abdominal pain, alopecia, anaemia, anxiety, arthralgia, back pain, bronchial hyperreactivity, dermatitis contact, device breakage, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, pelvic discomfort, pelvic pain, presyncope, pruritus, swelling and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: gynecology history (B)(6) 2018: due to symptomatology of continuous pelvic pain since the insertion and since it cannot be confirmed it is due to another reason, laparoscopic bilateral salpingectomy was proposed for essure removal. Patient's daily activities have been completely affected due to the damages caused by essure, which inevitably involved immense emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: epicutaneous tests with standard european series with readings at 48 and 96 hours: positive with nickel sulphate. Computerised tomogram abdomen - on (B)(6) 2019: metallic structures (measuring 3-3.5 mm) located in theoretical locations of the intrauterine regions of uterine tubes that could be related to essure device remains. Hysterosalpingogram - on (B)(6) 2014: control : good tolerance to the method, normal exploration, both essures in situ. Hysteroscopy - on (B)(6) 2019: diagnostic: performed in order to dismiss essure remains in uterine cavity. Imaging procedure - in (B)(6) 2019: following laparoscopic bilateral salpingectomy: patient with bilateral essure, assessment of possible persistence of remains/imaging of essure at pelvic level. Preferably without contrast. Laparoscopy - on (B)(6) 2019: left salpingectomy extracting essure without visualizing proximal end. Essure extracted from the right one confirming complete removal. Sent to pathological anatomy. Pathology test - on (B)(6) 2019: right tube: uterine tube with minimal changes. Absence of intraepithelial lesions or malignity. Left tube: uterine tube with minimal changes. Absence of intraepithelial lesions or malignity. Ultrasound abdomen - on (B)(6) 2015: at level of left iliac fossa (area of pain), no significant findings. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2022: reporter information and reference section updated event- hypersensitivity added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: patient without any relevant personal history. Previously administered products included for menorrhagia: iron and amchafibrin. Concurrent conditions included menorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), swelling ("swelling"), allergy to metals ("allergic reaction / allergic contact sensitization to nickel sulphate"), back pain ("low back pain"), arthralgia ("pain in joints"), insomnia ("insomnia"), anxiety ("anxiety"), alopecia ("hair loss"), anaemia ("anemia"), pruritus ("itching all over the body"), fatigue ("general tiredness"), adverse reaction ("side effects nos"), abdominal discomfort ("abdominal discomfort"), pelvic discomfort ("pelvic discomfort"), metrorrhagia ("metrorrhagia"), abdominal pain ("abdominal pain"), emotional distress ("immense emotional suffering") and injury associated with device ("damages caused by essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, swelling, allergy to metals, back pain, arthralgia, weight increased, insomnia, anxiety, alopecia, anaemia, pruritus, fatigue, adverse reaction, abdominal discomfort, pelvic discomfort, metrorrhagia, abdominal pain, emotional distress and injury associated with device outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adverse reaction, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, emotional distress, fatigue, genital haemorrhage, injury associated with device, insomnia, metrorrhagia, pelvic discomfort, pelvic pain, pruritus, swelling and weight increased to be related to essure. The reporter commented: gynecology history (B)(6) 2018: due to symptomatology of continuous pelvic pain since the insertion and since it cannot be confirmed it is due to another reason, laparoscopic bilateral salpingectomy was proposed for essure removal. Patient¿s daily activities have been completely affected due to the damages caused by essure, which inevitably involved immense emotional suffering diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: epicutaneous tests with standard european series with readings at 48 and 96 hours: positive with nickel sulphate. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("structures (measuring 3-3.5 mm) could be related to essure device remains") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of submandibular lymphadenopathy (does not improve with nsaids.) And headache (with paraesthesia, does not improve with nsaids.) On (B)(6) 2018, vaginal candidiasis, liver inflammation, fever, throat pain, bronchitis and foot pain (left, normal check) in 2017, urolithiasis (right pelvic ureteral lithotripsy) and ureterohydronephrosis (partial obstructive) in 2013, leiomyoma nos and subclinical hypothyroidism in 2011 and backache (has had problems since she was younger), multi gravida (four, with two abortions), parity 2 (with two eutocic births) and renal colic. Previously administered products included: coslan for heavy menstrual bleeding and and . Concurrent conditions were listed as menorrhagia (menstrual alterations since first post partum, dark bleeding 3-4 days before period, sometimes premenstrual spotting) since 2013 and thalassemia since 2011. Concomitant products included ibuprofen for headache since (B)(6) 2018, clotrimazole for vulvovaginal candidiasis since (B)(6) 2017, symbicort (budesonide;formoterol fumarate) for bronchitis since (B)(6) 2017, amoxicillin clavulanic acid (amoxicillin trihydrate;clavulanate potassium) for bronchitis, oropharyngeal pain and pyrexia since (B)(6) 2017, euthyrox (levothyroxine sodium) for hypothyroidism, iron for intermenstrual bleeding and heavy menstrual bleeding and amchafibrin (tranexamic acid) for intermenstrual bleeding and heavy menstrual bleeding until (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced pruritus ("itching all over the body including otic"). On (B)(6) 2018 she experienced presyncope ("main diagnosis: neurally-mediated presyncope"). On (B)(6) 2018 she experienced dermatitis contact ("allergic reaction / allergic contact sensitization to nickel sulphate/ eczema-type lesions"). On (B)(6) 2019 she experienced device breakage (seriousness criterion medically important) and complication of device removal ("structures (measuring 3-3.5 mm) could be related to essure device remains"). On (B)(6) 2019 she experienced bronchial hyperreactivity ("main diagnosis: probable cough hypersensitivity syndrome"). An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), back pain ("low back pain"), arthralgia ("pain in joints, ankle pain"), insomnia ("insomnia"), anxiety ("anxiety"), alopecia ("hair loss"), anaemia ("anemia"), fatigue ("general tiredness"), abdominal discomfort ("abdominal discomfort"), pelvic discomfort ("pelvic discomfort"), intermenstrual bleeding ("metrorrhagia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding more severe than before"), swelling ("swelling") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with antihistamines as well as surgery (essure removal via laparoscopic bilateral salpingectomy). At the time of the report, the pelvic pain, arthralgia, alopecia and fatigue were resolving and the insomnia and pruritus had not resolved. The outcomes for device breakage, complication of device removal, dermatitis contact, presyncope, back pain, weight increased, anxiety, anaemia, abdominal discomfort, pelvic discomfort, intermenstrual bleeding, abdominal pain, heavy menstrual bleeding, swelling and bronchial hyperreactivity were unknown. The reporter considered abdominal discomfort, abdominal pain, alopecia, anaemia, anxiety, arthralgia, back pain, bronchial hyperreactivity, complication of device removal, dermatitis contact, device breakage, fatigue, heavy menstrual bleeding, hypersensitivity, insomnia, intermenstrual bleeding, pelvic discomfort, pelvic pain, presyncope, pruritus, swelling and weight increased to be related to essure administration. The reporter commented: gynecology history (B)(6) 2018: due to symptomatology of continuous pelvic pain since the insertion and since it cannot be confirmed it is due to another reason, laparoscopic bilateral salpingectomy was proposed for essure removal.patient¿s daily activities have been completely affected due to the damages caused by essure, which inevitably involved immense emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: epicutaneous tests with standard european series with readings at 48 and 96 hours: positive with nickel sulphate [computerised tomogram abdomen] on (B)(6) 2019: metallic structures (measuring 3-3.5 mm) located in theoretical locations of the intrauterine regions of uterine tubes that could be related to essure device remains [hysterosalpingogram] on (B)(6) 2014: control : good tolerance to the method, normal exploration, both essures in situ [hysteroscopy] on (B)(6) 2019: diagnostic: performed in order to dismiss essure remains in uterine cavity [imaging procedure] in (B)(6) 2019: following laparoscopic bilateral salpingectomy: patient with bilateral essure, assessment of possible persistence of remains/imaging of essure at pelvic level. Preferably without contrast [laparoscopy] on (B)(6) 2019: left salpingectomy extracting essure without visualizing proximal end. Essure extracted from the right one confirming complete removal. Sent to pathological anatomy [pathology test] on (B)(6) 2019: right tube: uterine tube with minimal changes. Absence of intraepithelial lesions or malignity. Left tube: uterine tube with minimal changes. Absence of intraepithelial lesions or malignity [ultrasound abdomen] on (B)(6) 2015: at level of left iliac fossa (area of pain), no significant findings. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jun-2022: reporter information and reference section updated event- hypersensitivity added. 19-jan-2023: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('structures (measuring 3-3.5 mm) could be related to essure device remains') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache (with paraesthesia, does not improve with nsaids.) On (B)(6) 2018, submandibular lymphadenopathy (does not improve with nsaids.) On (B)(6) 2018, vaginal candidiasis on (B)(6) 2017, liver inflammation on (B)(6) 2017, bronchitis on (B)(6) 2017, throat pain on (B)(6) 2017, fever on (B)(6) 2017, foot pain (left, normal check) on (B)(6) 2017, ureterohydronephrosis (partial obstructive) in 2013, urolithiasis (right pelvic ureteral lithotripsy) in 2013, leiomyoma nos in 2011, subclinical hypothyroidism in 2011, renal colic, parity 2 (with two eutocic births), multi gravida (four, with two abortions) and backache (has had problems since she was younger). Previously administered products included for menorrhagia: coslan. Concurrent conditions included menorrhagia (menstrual alterations since first post partum, dark bleeding 3-4 days before period, sometimes premenstrual spotting) since 2013 and thalassemia since 2011. Concomitant products included budesonide;formoterol fumarate (symbicort) since (B)(6) 2017 for bronchitis, amoxicillin trihydrate;clavulanate potassium (amoxicillin clavulanic acid) since (B)(6) 2017 for bronchitis, throat pain and fever, ibuprofen since (B)(6) 2018 for headache, iron and tranexamic acid (amchafibrin) for menorrhagia and metrorrhagia, levothyroxine sodium (euthyrox) for subclinical hypothyroidism and clotrimazole since (B)(6) 2017 for vaginal candidiasis. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pruritus ("itching all over the body including otic"). On (B)(6) 2018, the patient experienced presyncope ("main diagnosis: neurally-mediated presyncope"), 3 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced allergy to metals ("allergic reaction / allergic contact sensitization to nickel sulphate/ eczema-type lesions"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("structures (measuring 3-3.5 mm) could be related to essure device remains"). On (B)(6) 2019, the patient experienced bronchial hyperreactivity ("main diagnosis: probable cough hypersensitivity syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), arthralgia ("pain in joints, ankle pain"), insomnia ("insomnia"), anxiety ("anxiety"), alopecia ("hair loss"), anaemia ("anemia"), fatigue ("general tiredness"), abdominal discomfort ("abdominal discomfort"), pelvic discomfort ("pelvic discomfort"), intermenstrual bleeding ("metrorrhagia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding more severe than before") and swelling ("swelling") and was found to have weight increased ("weight gain"). The patient was treated with antihistamines and surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, alopecia and fatigue was resolving, the device breakage, complication of device removal, allergy to metals, presyncope, back pain, weight increased, anxiety, anaemia, abdominal discomfort, pelvic discomfort, intermenstrual bleeding, abdominal pain, heavy menstrual bleeding, swelling and bronchial hyperreactivity outcome was unknown and the insomnia and pruritus had not resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, bronchial hyperreactivity, complication of device removal, device breakage, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, pelvic discomfort, pelvic pain, presyncope, pruritus, swelling and weight increased to be related to essure. The reporter commented: gynecology history (B)(6) 2018: due to symptomatology of continuous pelvic pain since the insertion and since it cannot be confirmed it is due to another reason, laparoscopic bilateral salpingectomy was proposed for essure removal. Patient¿s daily activities have been completely affected due to the damages caused by essure, which inevitably involved immense emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: epicutaneous tests with standard european series with readings at 48 and 96 hours: positive with nickel sulphate. Computerised tomogram abdomen - on (B)(6) 2019: metallic structures (measuring 3-3.5 mm) located in theoretical locations of the intrauterine regions of uterine tubes that could be related to essure device remains. Hysterosalpingogram - on (B)(6) 2014: control : good tolerance to the method, normal exploration, both essures in situ. Hysteroscopy - on (B)(6) 2019: diagnostic: performed in order to dismiss essure remains in uterine cavity. Imaging procedure - in (B)(6) 2019: following laparoscopic bilateral salpingectomy: patient with bilateral essure, assessment of possible persistence of remains/imaging of essure at pelvic level. Preferably without contrast. Laparoscopy - on (B)(6) 2019: left salpingectomy extracting essure without visualizing proximal end. Essure extracted from the right one confirming complete removal. Sent to pathological anatomy. Pathology test - on (B)(6) 2019: right tube: uterine tube with minimal changes. Absence of intraepithelial lesions or malignity. Left tube: uterine tube with minimal changes. Absence of intraepithelial lesions or malignity. Ultrasound abdomen - on (B)(6) 2015: at level of left iliac fossa (area of pain), no significant findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2021: medical records were provided via lawyer, including plaintiff's date of birth / age, medical history addition (previously only menorrhagia and treatment drugs reported), concomitant drugs added, test results added, some events outcome added. Event genital hemorrhage was specified to heavy menstrual bleeding (more severe since essure). Events added: device breakage; complication of device removal; presyncope; hypersensitivity cough. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('structures (measuring 3-3.5 mm) could be related to essure device remains') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache (with paraesthesia, does not improve with nsaids.) On (B)(6) 2018, submandibular lymphadenopathy (does not improve with nsaids.) On (B)(6) 2018, vaginal candidiasis on (B)(6) 2017, liver inflammation on (B)(6) 2017, bronchitis on (B)(6) 2017, throat pain on (B)(6) 2017, fever on (B)(6) 2017, foot pain (left, normal check) on (B)(6) 2017, ureterohydronephrosis (partial obstructive) in 2013, urolithiasis (right pelvic ureteral lithotripsy) in 2013, leiomyoma nos in 2011, subclinical hypothyroidism in 2011, renal colic, parity 2 (with two eutocic births), multi gravida (four, with two abortions) and backache (has had problems since she was younger). Previously administered products included for menorrhagia: coslan. Concurrent conditions included menorrhagia (menstrual alterations since first post partum, dark bleeding 3-4 days before period, sometimes premenstrual spotting) since 2013 and thalassemia since 2011. Concomitant products included budesonide;formoterol fumarate (symbicort) since (B)(6) 2017 for bronchitis, amoxicillin trihydrate;clavulanate potassium (amoxicillin clavulanic acid) since (B)(6) 2017 for bronchitis, throat pain and fever, ibuprofen since (B)(6) 2018 for headache, iron and tranexamic acid (amchafibrin) for menorrhagia and metrorrhagia, levothyroxine sodium (euthyrox) for subclinical hypothyroidism and clotrimazole since (B)(6) 2017 for vaginal candidiasis. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced pruritus ("itching all over the body including otic"). On (B)(6) 2018, the patient experienced presyncope ("main diagnosis: neurally-mediated presyncope"), 3 years 10 months after insertion of essure. On (B)(6) 2018, the patient experienced dermatitis contact ("allergic reaction / allergic contact sensitization to nickel sulphate/ eczema-type lesions"). On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("structures (measuring 3-3.5 mm) could be related to essure device remains"). On (B)(6) 2019, the patient experienced bronchial hyperreactivity ("main diagnosis: probable cough hypersensitivity syndrome"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain"), arthralgia ("pain in joints, ankle pain"), insomnia ("insomnia"), anxiety ("anxiety"), alopecia ("hair loss"), anaemia ("anemia"), fatigue ("general tiredness"), abdominal discomfort ("abdominal discomfort"), pelvic discomfort ("pelvic discomfort"), intermenstrual bleeding ("metrorrhagia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("excessive bleeding, heavy menstrual bleeding more severe than before") and swelling ("swelling") and was found to have weight increased ("weight gain"). The patient was treated with antihistamines and surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, arthralgia, alopecia and fatigue was resolving, the device breakage, complication of device removal, dermatitis contact, presyncope, back pain, weight increased, anxiety, anaemia, abdominal discomfort, pelvic discomfort, intermenstrual bleeding, abdominal pain, heavy menstrual bleeding, swelling and bronchial hyperreactivity outcome was unknown and the insomnia and pruritus had not resolved. The reporter considered abdominal discomfort, abdominal pain, alopecia, anaemia, anxiety, arthralgia, back pain, bronchial hyperreactivity, complication of device removal, dermatitis contact, device breakage, fatigue, heavy menstrual bleeding, insomnia, intermenstrual bleeding, pelvic discomfort, pelvic pain, presyncope, pruritus, swelling and weight increased to be related to essure. The reporter commented: gynecology history (B)(6) 2018: due to symptomatology of continuous pelvic pain since the insertion and since it cannot be confirmed it is due to another reason, laparoscopic bilateral salpingectomy was proposed for essure removal. Patient¿s daily activities have been completely affected due to the damages caused by essure, which inevitably involved immense emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: epicutaneous tests with standard european series with readings at 48 and 96 hours: positive with nickel sulphate. Computerised tomogram abdomen - on (B)(6) 2019: metallic structures (measuring 3-3.5 mm) located in theoretical locations of the intrauterine regions of uterine tubes that could be related to essure device remains. Hysterosalpingogram - on (B)(6) 2014: control : good tolerance to the method, normal exploration, both essures in situ. Hysteroscopy - on (B)(6) 2019: diagnostic: performed in order to dismiss essure remains in uterine cavity. Imaging procedure - in (B)(6) 2019: following laparoscopic bilateral salpingectomy: patient with bilateral essure, assessment of possible persistence of remains/imaging of essure at pelvic level. Preferably without contrast. Laparoscopy - on (B)(6) 2019: left salpingectomy extracting essure without visualizing proximal end. Essure extracted from the right one confirming complete removal. Sent to pathological anatomy. Pathology test - on (B)(6) 2019: right tube: uterine tube with minimal changes. Absence of intraepithelial lesions or malignity. Left tube: uterine tube with minimal changes. Absence of intraepithelial lesions or malignity. Ultrasound abdomen - on (B)(6) 2015: at level of left iliac fossa (area of pain), no significant findings. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding'). In a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Medical conditions: patient without any relevant personal history. Previously administered products, included for menorrhagia: iron and amchafibrin. Concurrent conditions included: menorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), swelling ("swelling"), allergy to metals ("allergic reaction/allergic contact sensitization to nickel sulphate"), back pain ("low back pain"), arthralgia ("pain in joints"), insomnia ("insomnia"), anxiety ("anxiety"), alopecia ("hair loss"), anaemia ("anemia"), pruritus ("itching all over the body"), fatigue ("general tiredness"), adverse reaction ("side effects nos"), abdominal discomfort ("abdominal discomfort"), pelvic discomfort ("pelvic discomfort"), metrorrhagia ("metrorrhagia"), abdominal pain ("abdominal pain"), emotional distress ("immense emotional suffering"). And injury associated with device ("damages caused by essure"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, swelling, allergy to metals, back pain, arthralgia, weight increased, insomnia, anxiety, alopecia, anaemia, pruritus, fatigue, adverse reaction, abdominal discomfort, pelvic discomfort, metrorrhagia, abdominal pain, emotional distress and injury associated with device outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, adverse reaction, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, emotional distress, fatigue, genital haemorrhage, injury associated with device, insomnia, metrorrhagia, pelvic discomfort, pelvic pain, pruritus, swelling and weight increased to be related to essure. The reporter commented: gynecology history (B)(6) 2018, due to symptomatology of continuous pelvic pain since the insertion and since it cannot be confirmed, it is due to another reason. Laparoscopic bilateral salpingectomy was proposed for essure removal. Patient¿s daily activities have been completely affected, due to the damages caused by essure. Which inevitably involved immense emotional suffering. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on an unknown date, epicutaneous tests with standard european series with readings at 48 and 96 hours. Positive with nickel sulphate. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.